Event description:
The customer reports that one female patient generated a (B)(6) axsym toxo igg assay result of 0.00 iu/ml on (B)(6) 2010. On (B)(6) 2010, this same patient generated an axsym toxo igg assay result of ((B)(6)). A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.